Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the pouch of a melolin sterile 10x10cm ctn 100 was contaminated with an insect-like foreign substance on the dressing. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation confirmed a brown fiber-like foreign substance on the dressing establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.